Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that unspecified bd¿ 3ml syringe was blocked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the customer cannot push the plunger into syringe.   Event description per email states: when user is trying to fill cartridge with insulin there's a blockage in the needle and the user is unable to fill the cartridge with insulin. Correct technique is used. There are issues to draw insulin from vial and remove air bubbles. User changed needle and syringe. Bg not impacted.